Event description:
It was reported that the 9800 system had an intermittent problem. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system needs single board computer upgrade kit installed. The customer cancelled the service call. A follow- up report will be filed when additional details become available.